Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient unable to send a remote transmission via transmitter from home. When the patient presented at a follow-up in clinic, the device was successfully interrogated via induction wand with a programmer. It was determined that the device was unable to be interrogated using radio frequency telemetry due to a radio frequency chip error. The patient will be set up with home induction monitoring and is stable.

Event description:
New information received notes that a cybersecurity upgrade was successfully performed which restored the radio frequency chip functionality.